Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional information.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d4, g2, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the rpms were in specification, the control bar was not in the correct position, calibration was out at all readings, the torque for the thickness control lever was too loose. The control bar, lever, and other parts were replaced and the unit was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery when attempting to obtain a split skin graft from the arm at .008 in with 2 inch guard, the device cut through the skin, subcutaneous fat, and into the muscle of patient. The wound was closed with two layers of sutures and required another skin graft to heal. The extension in procedure was the length of time it took to clean and close site of injury. Due diligence is complete and no additional information is available. No additional consequences have been reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.